Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) about two to three weeks ago. It was stated that the customer's certified pump trainer and physician, both, could not figure out why the customer experienced dka. Attempts were made to reach the customer for further information, but none were successful. Nothing further was reported.